Event description:
It was reported that the filter migration occurred and thrombus was noted within the filter. On (B)(6) 2002, the patient was implanted with a greenfield filter. On (B)(6) 2004, the patient received an abdominal and pelvic CT scan to review a pulmonary embolism (pe). A thrombus was observed within the inferior vena cava (ivc), extending from the renal vein to the greenfield filter. On the same day the patient underwent a venous thrombolysis procedure. It was noted that the original greenfield filter was deployed in the right iliac vein. Thrombus initiated in the distal cone of the filter and extended 10cm proximally. The thrombus was noted to be nonocclusive. A retrievable filter was deployed in the suprarenal ivc so that thrombolysis could be performed with protection from additional pe. Thrombolysis was then performed. On (B)(6) 2004, an ivc gram showed no significant change in the appearance of the large thrombus in the ivc; it was adherent to the top of the greenfield filter. The patient underwent a mechanical thrombolysis procedure with the majority of the thrombus lysed. A small piece of thrombus remained adherent to the top of the greenfield filter. The retrievable filter placed in the suprarenal ivc the day before was then removed. The greenfield filter was noted to be dislodged from its regional implant position, and was found in the lower right common iliac. The greenfield filter was attempted to be removed. A snare was placed near its base and the snare was tightened in an attempt to release the hooks from the wall of the iliac vein. At this point, the patient reported pain, and further attempts to remove the filter were aborted. A retrievable filter was then deployed in the infrarenal ivc. On (B)(6) 2004, the patient underwent an ivc venogram and ivc thrombolysis for deep venous thrombosis (dvt). At this time, the ivc venogram demonstrated a greenfield filter to reside within the right iliac vein. Superior to the greenfield filter was a non-boston scientific removable ivc filter. Thrombus was identified within both filters and extending to the iliac veins. No further patient complications were reported. On (B)(6) 2019, the patient received an abdominal and pelvic CT scan. Two ivc filters were present, the proximal most of which was at the level of the left renal vein. The more inferior filter lied just above the bifurcation of the ivc inferiorly with its lower portion extending into the right common iliac vein.